Manufacturer narrative:
The device was returned where an initial investigation found no evidence of blood/contaminants on the outside of the housing. The device was then connected to a frame where the device was recognised and powered on as expected. The device continued to operate as expected. Disassembly of the device and inspection of the internals of the device found no faults. A small amount of blood was found after removing the pump head assembly. The device was cleaned and put back together. The device is currently operating as expected. As a precaution the pump head assembly was replaced. The device operated for 72 hours at different rpm settings, the device functioned as expected.

Event description:
User reported that while on bypass the post oxy arterial line became dislodged from the oxy and blood started pouring onto the ground. The surgeon immediately clamped at the arterial cannulation site and the perfusionist reattached the arterial line. While the blood was leaking onto the ground, the centrifugal pump head had become de-primed. The perfusionist tried walking blood back through the head to re-prime it and then reset the head in the drive, but once they tried to give rpms, they were not able to get forward flow. They reported they could hear the motor trying to run but could not get rpms. To note, the top of the cp37 drive was covered in blood and the pump head was also coated in blood. The perfusionist hand cranked while someone grabbed the back-up cp37 drive. Once the new drive was plugged in, they loaded the head and were able to resume support. The patient was off support of 2 min and 58 seconds and is doing well in recovery. After the case they ran the centrifugal pump that was covered in blood for about an hour and did not have any issues.